Event description:
Event: post implant intervention. Case details: on the day of the event, a left common iliac dissection occurred before graft deployment. This was resolved with subsequent graft deployment. In 2002, the patient's right limb occluded requiring a fem-fem bypass.